Manufacturer narrative:
Product complaint # ==> (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H 6. Investigation findings: c22 ¿ photo evaluation. Additional information was requested, and the following was obtained: the team noticed these products accidently during their visit to the hospital, therefore they raised a compliant request to support in identifying the source and authentication of this product. ¿ is the device available to be returned for evaluation? No. ¿ how was the product purchased? No ¿ hospital dose not disclose how and from where they purchased it. Is there an indication of how the product was distributed? No ¿ team noticed accidently during their visit to hospital (B)(6). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Not available ¿ as team see the product accidently during their visit to hospital. The following information was requested, but unavailable: was the device used on a patient? If so, was there any patient consequence? Is there any indication of the source? Based on the packaging, is there any indication of which the original genuine product may have come from? Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a sales unit box with 1902gb product codes, the lot #8034223 packaging information. In visual inspection, multiple discrepancies in labelling were identified, for example, font used, lot number. Lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a field visit to the hospital, it was discovered that that hospital bought absorbable hemostat products from an unknown source. The code and lot found on the boxes did not belong to any of their previous orders. No adverse patient consequences were reported. Additional information was requested.